Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was disconnected from her because she had very low blood glucose the day prior. The customer's blood glucose was 30 mg/dl and they treated with carbs. The customer went swimming and had taken the pump off. Her father gave her a manual injection for dinner and then the set was replaced but it was too much insulin. The customer is going to the doctor today to get the doctor's advice and to reconnect. The caller said that she cannot enter carbs into the customer's pump. The caller stated that the doctor recommended the customer get back on the pump but said the bolus wizard was not there. Troubleshooting for the low blood glucose was offered but the caller declined. The insulin pump will not be returning for analysis.